Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states that the patient undergoing cardiac catheterization procedure, vital sign scoring (vss), intervening on disease in coronary artery: left anterior descending (lad). The doctor utilizing shockwave balloon on multiple locations throughout lad, over the izani interventional wire, and the distal lad was perforated. The patient also sat up and the pericardial catheter went through the diaphragm. The patient had abnormal coronary computerized tomography (CT) angio nyha 111. Additional information was reviewed on 10apr2024: vascular surgery took the patient to the operating room (or) for removal and prolonged length of stay.